Manufacturer narrative:
Follow-up #1: date of submission 09/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, visible moisture was observed on the display. A leak test was performed and a leak was identified at the display. Unrelated to the original complaint, the pump cover was opened and moisture corrosion was found on the printed circuit board and motor assembly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture behind the display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.